Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were scissoring. Another device from another lot number was used to complete the procedure. No adverse consequences reported. The device was discarded. No additional information is available.